Event description:
The facility representative reported an infusor pump with a condition of "syringe clamp is broken". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a condition of broken syringe clamp was confirmed but not reproduced. The assignable cause was determined to be a damaged syringe end block. The syringe end block was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.